Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room due to unexplained high blood glucose of 477 mg/dl. The customer stated that her insulin pump alarmed button error and did not have a back up plan. The customer did not feel well to troubleshoot. It was stated that the customer was not admitted; she just received insulin and was discharged. No further info was provided.